Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 28, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint simplicity reveal that the lens was stuck in the cartridge tip, with part of the lens protruding from the cartridge tip and damaged. Ophthalmovisco surgical device (ovd) was not observed to be disbursed evenly throughout the cartridge, indicating that an inadequate amount of ovd was used which can contribute to the complaint issue reported. The lens module was opened, and no issues were observed. The handpiece was disassembled and no issues that could cause or contribute to the complaint issue was observed. The lens could not be removed without damaging the lens and cartridge. The complaint issue "uncontrolled delivery" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section h6: investigation findings of 3221 was incorrectly indicated in the 1st supplemental report submitted. Correct code should be 114 (operational problem identified). This supplemental report is submitted to correct this. Field below updated. Section h6: investigation findings: 114. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal preloaded product had the intraocular lens (iol) deployed too far. The iol had contact with the patient's right eye. Back-up iol of the same model and diopter size was instead used to complete the procedure. There was no incision enlargement, vitrectomy, sutures done outside of standard care. The patient was fine post-op. No other information was provided.